Manufacturer narrative:
After battery installation unit gave an unexpected white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had flashing display. Customer¿s blood glucose was 80 mg/dl at the time of incident. Customer stated that the insulin pump had insulin pump had cracked. The insulin pump will be returned for the analysis.